Event description:
A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, outside the patient, the basket would not open. It is unknown if there was a stone present in the basket when it failed to open. The procedure was completed with another of the same device. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information received on (B)(6) 2012 revealed that there was no stone present in the basket as the device failed to open right of the package. Furthermore, the patient's condition post procedure was satisfactory. It should also be noted that based on this additional information, which stated that there was no stone present in the basket when it would not open, it is a non-reportable event.

Event description:
A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, outside the patient, the basket would not open. It is unknown if there was a stone present in the basket when it failed to open. The procedure was completed with another of the same device. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.